Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder out of phase. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading at the time of the call was 11 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.